Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to use clip jamming at the distal tip of applier. No patient involved.